Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The unit passed all functional tests with no abnormalities observed. The subject device reportedly signaled an alarm while the users were cutting and coagulating. The cause of the reported phenomenon could not be conclusively determined but user error could not be ruled out as a contributory factor. The device instruction manual advises the users on the description and solution of the error messages. This report is being submitted as an MDR in an abundance of caution.

Event description:
The pt reportedly had abdominal pain and extra vesical urinal leakage following a therapeutic bipolar prostate resection procedure. The pt had mucosa necrosis of the urethra and bladder dome which resulted in urethra stenosis and disconnection of the vesical neck.